Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Multiple attempts were made by tandem technical support to follow up with the user; however, no further information was provided on the reported event.